Event description:
An optician reported a pt who experienced a corneal ulcer with abscess formation following the use of this product. The pt had worn the same type contact lenses for approx two yrs. While wearing these lenses and using this product, the pt began experiencing a disturbance under the lens. An abscess was diagnosed under the right eye. The pt felt intense pain. No anterior chamber reaction was noted. The symptoms persisted for one week. The pt could not wear her contact lenses during this time. The pt was treated with antibiotic and lubricating drops. The optician reported the pt's prognosis was stable with good visual acuity.

Manufacturer narrative:
Eval summary: the product has not been rec'd for eval. Product history records were reviewed and all documents indicate the product met release criteria. No root cause could be determined. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).